Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had trouble with her insulin pump. The customer¿s blood glucose level was unknown. The customer stated insulin was squirting out during the prime process. Customer states the drive support cap appears normal. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test or verify prime anomaly due to detached end cap.